Event description:
The customer called to report no delivery alarms during the basal rate delivery. The customer also stated that he was hospitalized for low blood glucose levels. Prior to the event, the customer was at the store and became dizzy. The paramedics were called, and the customer was taken to the hospital. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.